Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Ref MDR # 1219856-2013-00053 for the first event involving the same pt. It was reported that the event involved a pt while in the cardiac cath lab (ccl) during use. The md inserted the second intra-aortic balloon (iab) with no issues. Within minutes, the pump alarmed he (helium) loss 3. The pump was switched out with no change; the second pump continued to alarm he loss 3. As a result, the second iab was removed successfully. The md decided not to insert another iab. The pt was supported medically. There was no report of pt death, complications, or injury. No surgical intervention was required. There was a delay or interruption in therapy while switching out the pump and then removing the first iab with no harm to the pt. The pt outcome is alive and was transferred to a unit. The two autocat2 wave pumps used in this event were s/n (B)(4). Pump strips were generated. Additional information received on (B)(6) 2013 per the clinical support specialist stated the customer contact was not able to determine if the second attempt was at the same site as the first site.